Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported the patient reported that they had the implant for overactive bladder and they were going about every hour and a half but every so often, they would have "these clusters" where they were going a lot (not all the time) usually late at night or early in the morning. Patient stated they were going to physical therapy to strengthen those muscles in "that area" and that their healthcare provider (hcp) had told them to experiment with the therapy, trying different levels anywhere from .5 ma to 1.7 ma and that the hcp had just changed their program recently. The patient stated they would make changes/tweaks to their therapy often and wanted to know if increasing the stimulation to a certain level could have adverse effects because they noticed that on their current program since the hcp put them on that program that if they went from .8 ma to .9 ma, if they increased the stimulation they seemed to not be able to empty their bladder. Patient stated they hadn't experienced this in the past, that this symptom was a "new phenomenon". Patient also mentioned that previously during their experimenting with the implant, they had to struggle even to urinate in the mornings but then they increased the stimulation a bit at that point and that resolved that issue. Patient stated the hcp had told them to stop keeping a diary of their symptoms so they didn't have hard data about what they were experiencing now with not emptying their bladder at .9 ma but that was their impression: if they increased the stimulation now too much, they seemed to not be able to empty their bladder. Patient stated this began in (B)(6) 2025, like probably the 3rd week of (B)(6). Patient services reviewed stimulation and therapy considerations with the patient and redirected the patient to follow up with their hcp about their symptom concerns. Patient stated they would just experiment with turning the therapy back down to .8 ma, and they figured they just needed to "experiment" now but noted they'd reach to their hcp about the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.